Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device around the end of the surgery the tip of the jaw stopped opening. The issue occurred during a pyeloureterostomy therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm or injury.